Event description:
It was reported to baxter that a ce infusor lv10 had overinfused while a female patient was receiving the medication. The device was filled with 40mg of ketamine and 50ml of sodium chloride (nacl). According to the reporter the expected time of infusion was 5 hours, however, the actual infusion time was 2 hours and 30 mins. There was no report of patient injury or medical intervention for this case. No additional information is available.

Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons on his insulin infusion device stopped working. The buttons pop up when pressed and he said his device has not been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "overinfusion" was not confirmed. The sample was visually examined for signs of defect or abnormality that may have contributed to the reported condition; however, none were found. A standard flow test was subsequently performed on the sample and the flow rate was found to be within the specification. (B) (4)

Manufacturer narrative:
Additional narrative: the sample has been received for evaluation, however, the evaluation has not yet been completed. Once the evaluation is completed, a follow-up report will be submitted.